Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2019. H10: the replaced pm pcba (power management printed circuit board assembly) was returned and failure investigation was performed on (B)(6) 2019. It was determined that several faulty components within the pm pcba caused the customer's reported problem . It is impossible to determine which of these components was the original failing component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The manufacturer¿s international service technician evaluated the ventilator. The service technician determined that a power management board failure caused the original reported problem. The service technician also found that the ventilator produced a "check vent: battery failed" error message. Both the power management board and the battery will be replaced once the customer approves the repair quote. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 24 sep 2019. The manufacturer¿s international service technician reported that replacing the pm pcba (power management printed circuit board assembly) and the lithium-ion battery resolved the problem. The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator stopped operating and produced a black screen and an alarm. The customer turned off the ventilator and reported that it cannot be turned back on. The ventilator was being used on a patient at the time that the reported event took place; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported that the ventilator stopped operating and produced a black screen and an alarm. The customer turned off the ventilator and reported that it cannot be turned back on. The ventilator was being used on a patient at the time that the reported event took place; however, there was no patient harm.